Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke at 13 minutes. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
G1. Manufacturing site: correction. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the broken fiber event. Analysis identified a distal circumferential fracture. The glass cap exhibited moderate devitrification at the output window. The metal cap exhibited moderate charred debris adhesion, indicative of tissue contact. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device likely caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke at 13 minutes. The procedure was completed using another fiber without patient complications.